Manufacturer narrative:
Patient information was not provided for reporting. Additional device code ktt. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture additional medical/surgical intervention required. Device history records review was completed for part# 04.038.395s, lot# h483586. Manufacturing location: (B)(4), manufacturing date: nov 27, 2017, expiry date: oct 31, 2027. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a femoral fracture procedure. During the procedure, a helical blade completely missed the nail. There was a surgical delay of about one and a half hour to get the nail out and the surgeon had to re-do the procedure using a smaller diameter nail and a new blade. The procedure was completed successfully with no impact to the patient. Patient outcome was reported as fine. This report is for one (1) tfna fenestrated helical blade 95mm - sterile. This is report 1 of 2 for (B)(4).